Event description:
Per the edwards lifesciences field clinical specialist report, during a transfemoral tavr case, post deployment the 26 mm sapien valve position was 70:30 aortic resulting in mild-moderate perivalvular leak (pvl) and central aortic insufficiency (cai). One cc of mixed contrast solution was added to the balloon and the valve was post dilated. There was no change in the leaks. A 2nd 26 mm sapien valve was deployed 60:40 aortic and the results were mild pvl and trace cai. The patient was stable at the end of the procedure. The cause of the valve 70:30 position was that the balloon ¿moved¿ during deployment. Five days later the patient condition was reported as stable. Per report: the patient¿s aortic annulus area measured 24.5 mm per tee with severe calcification. Before deployment the valve position was 50:50. Before tavr procedure the patient had a left ventricular ejection fraction of 70%. The coaxial alignment of the delivery system and valve was fair, with good image intensifier angle. There were no issues with the pacing capture and the patient¿s ventilation was held during deployment.

Manufacturer narrative:
The device is not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the reported post deployment 70:30 valve position aortic with subsequent cai cannot be confirmed. However, per report the event was caused by the balloon movement during deployment. It is possible that a combination of patient factors (e.g. Ejection fraction of 70%) and procedural factors (e.g. Fair coaxial alignment of the valve and delivery system) may have caused or contributed to the balloon movement during deployment, affecting the landing position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.